Event description:
Pt was being injected with radiographic IV contrast when the IV tubing split lengthwise, spraying contrast into the pt's eyes. Pt's eyes were rinsed in eye wash station, but right eye still was burning a little. Sent home without further treatment.